Manufacturer narrative:
This report is submitted on january 02, 2024.

Event description:
Per the clinic, the patient experienced a skin overgrowth over the abutment site and subsequently, underwent a skin revision surgery on (b)(3) 2023 in order to debride the overgrown skin.